Event description:
It was reported that a one-link needle-free IV connector would not tighten when connecting to the patient. The reporter stated that the white lumen of the trifusion catheter (non baxter) was disconnected at the one-link which resulted in a blood leak. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.